Event description:
Additional information was received which noted the loss of capture was observed via the pacing system analyzer (psa) during the lead revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned and replaced due to loss of capture. No additional adverse patient effects were reported.